Event description:
Pro air inhalers not working properly. I have a history of asthma. I use an inhaler for asthma attacks. Last 3 pro air bronchodilators do not work. I believe, they have no albuterol in them. Pro air hf daily use for asthma attacks. Dose or amount: 2 puffs, frequency: 4 a day, route: po. Dates of use: 1985 - 2009. Diagnosis or reason for use: asthma.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.